Event description:
It has been reported that there were two revisions (2 pts; 1 screw each) performed on rci screws that were backing out from the tibial tunnel. Both incidence occurred in the same hospital, under the care of the same surgeon. It was reported that a single rci screw was removed from each pt and the grafts had healed sufficient enough that additional fixation was not necessary.